Manufacturer narrative:
Mfg site eval: samples received: 205 unopened racepacks. There are no previous complaints of this code batch. There are no (B)(4) units in OEM stock. OEM received 205 closed samples. OEM tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective/ preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Complaint states: the needle is detached from the thread.